Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was recurrent incarcerated umbilical hernia. The patient underwent a laparoscopic repair of recurrent incarcerated umbilical hernia with mesh. The patient experienced a failed implant and hernia recurrence. The patient underwent a surgical revision.